Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7638132. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site following weight loss and migration of the right s1 lead after falls. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the right s1 lead was explanted and replaced, and the ipg site was revised. It is unknown which lead was at fault.